Manufacturer narrative:
The customer found that the tubing which plugs into top of no foam bottle was loose. Additional fluid leaked after the customer removed tubing from no foam bottle during phone call to bci customer technical support. The customer cut and re-fit the tubing to no foam bottle. The customer was instructed to call back if the issue continued. As of 02/02/2011, the customer had not called regarding this issue.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak on unicel dxc 600 pro synchron clinical system. No operator exposure was noted and there was no effect to patient or user.